Manufacturer narrative:
The number of complaints identified for complaint/service history review was incorrectly stated as "no similar complaints identified" in initial submission. Statement correctly below. The aia-2000, serial number (B)(6), was installed on 30aug2021. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were three (3) similar complaints identified during the searched period, which includes this event.

Event description:
The customer reported out of range low result for fsh and prl quality control (qc) with the aia-2000 instrument. The customer states they're having to recalibrate frequently to get the qc back in range. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs. Prior to arriving at the customer's site, fse instructed the customer to complete a system decontamination. Fse then performed a qc run which was closer to range but still out of range. Fse decontaminated the sampling main arms, then the customer calibrated fsh, and ran controls without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000, serial number (B)(4), was installed on 30aug2021. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The st aia-pack fsh & prl analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event is due to biological contamination.